Event description:
It was reported that the physician's handheld was not functioning correctly. Troubleshooting was performed by a manufacturer representative and it was found that it is an issue with the operating system. Product has been requested, but has not been returned to the manufacturer to date.